Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a patients not showing up in pyxis list. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing up in pyxis list. A technical support specialist (tss) investigated the patient-related issue and confirmed that the patient had already been discharged. Upon executing a diagnostic script to review the patient's interface messages, it was identified that a malformed message had been sent to the pyxis interface. Specifically, a required component type was not provided within the message payload, resulting in the communication error. The customer has been made aware of the issue, and the internal information technology team was actively working on resolution. No further action was required from field services at this time. Proceeding with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Correction: section h imdrf annex c and d this supplemental MDR was submitted to reflect the correct annex codes.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a patients not showing up in pyxis list. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.